Event description:
The customer received a phone call from a previous donor, who was at work at the time. He had donated an allogeneic platelet donation and started to experience shortness of breath and headache. The staff asked him to go to the emergency room for evaluation, but he refused. He walked over to the fire department from work and they also advised him to go to the emergency room. Upon arriving at the emergency room at (B)(6), he stopped breathing. The emergency room told him he was producing too many platelets and they were clotting the arteries to his heart. Also, this was causing his heart to enlarge. He was released from (B)(6) on (B)(6) 2012, and again stopped breathing. He has been given medications to help with the clotting and is now on oxygen at home. At the last update he was still running a fever related to the same condition. Donor unit # (B)(6). The disposable kit will not be returned as it has been discarded. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). The run data file for this event was analyzed. The analysis of the run data file did not find a conclusive reason for the donor reaction reported for this procedure. No unusual process variable was identified and the trima accel system operated as intended. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Both the rdf review and the service call indicated that the machine performed properly. The information provided by the ER staff indicates that the donor had a preexisting condition, specific to the donor, which caused the donor reaction.